Event description:
N/a

Manufacturer narrative:
Additional information received: the principal investigator has updated the correlation of the ae to the device and procedure to "not related" to study device.

Event description:
Study: product: asx9/100 - aurora surgiscope system. Serial number: (B)(6) study procedure date: (B)(6)2024. Adverse event (ae): seizure. Ae detail: ¿seizure like activity, unresponsive, slumped over/chin down, hypotensive and bradycardiac¿ ae onset date: (B)(6)2024. Is the ae serious: yes. Ae severity: severe. Did it result in death of the subject: no. Is the ae life-threatening: yes. Did the ae result in an initial or prolonged hospitalization: yes. Did the ae require intervention to prevent permanent impairment or damage: yes. Hospital admission date: (B)(6)2024. Action taken: medication, hospitalization without surgery. Ae resolution/end date: pending. Principal investigator assessment: relationship to device - possible. Principal investigator assessment: relationship to the procedure- possible. Expectedness: anticipated. Additional information received: "anytime we use a device in the brain it is possible it can cause a seizure. No issues with device¿.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. No product was returned to be evaluated; therefore, no failure analysis was performed. However it should be noted that the complainant was asked if there was a malfunction of the device that caused the seizure; the complainant replied: ¿no issues with device¿. Therefore, based on the complainant¿s response, there are no device failures or product quality issues to analyze in this complaint.

Event description:
N/a.